Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as the lens is not being returned. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of a model dcb00 intraocular lens (iol) into the patient's eye, there was a large central opacity observed. The lens was removed from the eye and a new lens was placed. There was delay in procedure and the incision was enlarged to remove the lens from patient's eye, but no vitrectomy or sutures were required. Additional details received states that lens was fully inserted and removed during the same procedure as the surgeon felt it would impair patients vision. Suspect product was discarded. No further information available.